Event description:
It was reported that an error message was found on the physician programmer that stated "measurement cannot be made at these settings, change pw or rate to a higher level." The settings of the implantable neurostimulator were known to be high enough to take these measurements and there was no reason for this error message to occur. It was noted that the patient would have a revision surgery in june, but the reason for the surgery was not provided. Post revision, the patient will be monitored to see if the issue continues or resolves. The patient was doing "very well" and there was no indication of any loss of therapy. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that both of the patient's implantable neurostimulators were replaced on (B)(6) 2012 due to normal battery depletion. No injuries were reported and the patient outcome was noted as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the neurostimulator model 7428, serial (B)(4) found no significant anomaly. The battery was not in new condition. Attempted a therapy impedance measurement at 7.5v and received message that the measurement cannot be made at these settings. Amplitude was lowered from 7.5v to 1.5v on the returned ins and the therapy impedance measurement ran successfully.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was being used in a clinical trial noted as (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID neu_unknown_prog, product type programmer, physician; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), product type extension; product ID 3550-09, lot# n204408, implanted: (B)(6) 2009, product type accessory; product ID 3550-09, lot# n204408, product type accessory; product ID 3391s-40, lot# v159340, implanted: (B)(6) 2009, product type lead; product ID 3391s-40, lot# v159340, product type lead. (B)(4).